Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600002 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was misfiring of clips and locked at 4 clips. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) auto endo 5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was bent. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip was fired. Another attempt was made and this time a clip was fired. However, the clip was unable to load properly into the jaws of the device. The next clip was unable to advance completely into the jaws and wouldn't release. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 6 clips remained in the channel indicating that 9 clips were fired by the end user. There were no additional damages observed upon disassembly of the device. The clips were unable to be pushed out of the feeder and into the jaws due to other remarks: the broken ratchet and the rotation tab that was bent. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misfiring" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. After one clip was unable to load properly, the next clip would not advance completely into the jaws of the device. The rotation tab was found to be bent out of place. The device was disassembled to determine why the clips were unable to properly load into the jaws but no further damage was observed. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The device was misfiring of clips and locked at 4 clips. The patient's condition was reported as fine.